Manufacturer narrative:
The field service engineer (fse) discovered three aspirate probes and corrected the error. Preventive maintenance (pm) was performed four days prior to the event. The cause of the probe displacement is unk. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported erroneous troponin I (accutni) results, for multiple pts, involving access 2 immunoassay system. Subsequent testing produced lower results within different clinical ranges. The erroneous results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.